Event description:
It was reported that the patient's stimulation had been turning off for the past month. However, the patient had not been by any equipment that would affect his device, with the exception of atv. It was noted that when that happened, the patient immediately pressed the "on" button which turned stimulation back on. The reporter indicated that there had neither been any programming changes since the patient was implanted nor any known incident related to this. The patient's amplitude setting was at 1.1v. It was noted that the battery status for "low battery icon" was not present on the programmer when it was synced with the implantable neurostimulator (ins). Approximately 2 weeks later, it was further reported that the patient was unable to adjust stimulation and the patient programmer displayed a "call your doctor" icon. No specific code was seen. However, upon review, it was indicated that there was a "6" in the error code. Longevity calculation at 1.5v, 40hz, pulse width of 450's, and therapy impedance of 513 ohms was estimated at greater than 120 months. Follow-up information from the patient's healthcare provider further reported that the cause of the event was that the patient "was pressing two buttons at once." There were no abnormal impedance measurements. However, an icon with error code of 006 was obtained on the programmer. The reporter indicated that the patient was instructed on (B)(6) 2013 not to press more than one button at a time. There was no patient injury. The following day, it was additionally reported that the patient could adjust stimulation. The reporter indicated that there was "nothing unusual" when the device was interrogated. The reporter believed that it was just positional stimulation changes and the system was being turned off when the "on button was pressed by hitting them both." Hence, the 006 code that was displayed. It was noted that the manufacturer's representative was going to be contacted if the re-education did not fix the issue. The patient left happy with stimulation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 291510001, implanted: (B)(6) 2011, product type: accessory. (B)(4).